Manufacturer narrative:
Manufacturers ref#: (B)(4). (B)(6). PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: as reported to customer relations via complaint email, "the doctor had a gunther tulip filter that would not deploy today. He had to open another filter. I have the filter and packaging in my office. Ref# (B)(4). Lot# e4001807." Filter placement in iliac due to patient having a megacava. The physician was trying to place the filter, and the legs were not opening. The filter was resheathed and pushed out again, but this did not solve the problem. A new filter was placed, and it worked fine. The filter was never deployed, so the whole device was removed. Patient outcome: no harm to the patient.

Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: due to mega cava attempts were made to place the filter in the iliac vein. However, the filter would not expand and since not released, filter and introducer were retrieved and the procedure was completed with another filter. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. The jugular introducer and the filter inside the protection sheath were returned with the filter legs visible from the distal tip of the protection sheath. The sheath/introducer was curved and the red locking mechanism was not pressed down, ie the jugular introducer was still locked. A kink was noted 53mm from distal tip of the sheath, thus matching the placement of the filter hook inside, but when the sheath was withdrawn, it was noted that the filter was not attached to the grasping hook. After unlocking the system and pressing the blue release button, the grasping hook would not move and was found sticking in hardened blood inside. However, after soaked in water the grasping hook moved freely and no non-conformances were noted. The handle was opened and no non-conformances were noted there, too. On the tulip filter the secondary filter legs were squeezed against their primary legs, thus causing a decreased diameter of the blades, but no non-conformances were noted on the filter hook. No imaging was provided and per the product evaluation the likely cause for the filter to not expand cannot be determined, but according to the instructions for use the tulip filter is intended for the prevention of recurrent pe via placement in the vena cava and the reported placement in the iliac vein may have contributed to the filter appearance and following placement of the bloody filter inside the protection sheath for return may have clustered the filter legs and affected the shape. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.